Event description:
A customer contacted baxter's technical service center to report a slice in her pt line extension. She discarded this sample and provided the lot number. She was able to find a functioning pt line extension and then started therapy again successfully. There was no pt injury or medical intervention reported.

Manufacturer narrative:
Per the customer, the sample was discarded. A batch review will be done on the lot number provided. A follow up report will be submitted when the results of the batch review are made available.